Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "run time calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical (B)(4)'s service department. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive testing which included bench handling, functional stress testing and calibration testing without any discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.